Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of no flow. It was reported the primary tubing sets were being used to deliver unspecified solutions via gravity. At unspecified times, the option-lok male adapters of the secondary tubing sets were connected to the proximal needleless valve ports on the primary tubing sets for piggyback deliveries of unspecified antibiotics. It was reported that after unspecified lengths of time, no flow of solutions were noted. The customer contact indicated that the healthcare professionals either disconnected the option-lok male adapters from the proximal needleless valve ports and reconnected the option-lok male adapters to the same port or loosened the option-lok male adapters and pushed the male adapter further into the needleless valve ports. It was a reported that the solution flowed. The tubing sets remained in clinical use and the therapies were resumed. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided.